Event description:
A customer contacted beckman coulter inc. (Bec) stating that the coulter hmx autoloader was leaking fluid in the area of the bsv (blood sampling valve). The customer was unable to locate the source of the leak. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, face shield and gloves at the time of the incident. No injury or exposure was reported and medical attention was not sought.

Manufacturer narrative:
A field service engineer (fse) went on-site (B)(4) 2011 and noted that the customer had previously taken apart the bsv and not put it back correctly. Wire marker tubing was found disconnected from the bsv. Fse removed and cleaned the bsv and correctly reconnected all tubing. Repair was verified per established procedures and results met published performance specifications. The root cause for the leak is attributed to the disconnected tubing at the wire marker which occurred when the customer had previously taken apart the bsv and did not put it back together correctly. (B)(4).